Manufacturer narrative:
An event regarding disassociation involving an metal head was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who confirmed the disassociation and image of the stem showed significant trunnion wear with provided undated x-rays but deemed the information insufficient and rejected it for a medical review. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. The consulting clinician confirmed the disassociation with provided undated x-rays but the root cause could not be determined because the insufficient information was provided. Further information such as return of device, operative reports, dated x-rays, examination of explanted components and patient history & follow up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Not returned.

Event description:
Revision hip done from head and stem broke.

Event description:
Revision hip done from head and stem broke. Update per medical review: "the head is in the acetabulum and the trunnion is disassociated from the head and dislocated from the head."

Manufacturer narrative:
An event regarding alleged disassociation involving a v40 lfit head was reported. The event was confirmed. Method & results: device evaluation and results: not performed as device not returned. Medical records received and evaluation: a review by a clinical consultant noted: "on (B)(6) 2016 a revision of the left total hip arthroplasty with proximal femoral osteotomy and open reduction/internal fixation was performed for a ¿failed left thr¿. The operative report describes general anesthesia and a posterolateral approach. The report notes, ¿ten years status-post left tha. Did well until two days ago ¿ blackening consistent with marked metallosis secondary to fractured stem ¿ stem solidly anchored in the femur ¿ femoral head was displaced and removed ¿ zimmer shell¿. There is no examination of the explanted components, no photographs of the explanted components, and no documented follow-up between (B)(6) 2007 and (B)(6) 2016, but the revision operative report states he ¿did well¿ during this period. Based upon the information available for review, no determination can be made regarding the cause of the clinical event requiring left total hip arthroplasty revision nine and three-quarters years post-implantation. The mismatched manufacturing source of the acetabular component may have increased the potential for stem impingement which might have contributed to the disassociation." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the reported event was confirmed however the root cause could not be determined due to insufficient information provided. Review of medical records by a consulting clinician indicated: "on (B)(6) 2016 a revision of the left total hip arthroplasty with proximal femoral osteotomy and open reduction/internal fixation was performed for a ¿failed left thr¿. The operative report describes general anesthesia and a posterolateral approach. The report notes, ¿ten years status-post left tha. Did well until two days ago ¿ blackening consistent with marked metallosis secondary to fractured stem ¿ stem solidly anchored in the femur ¿ femoral head was displaced and removed ¿ zimmer shell¿ there is no examination of the explanted components, no photographs of the explanted components, and no documented follow-up between (B)(6) 2007 and (B)(6) 2016, but the revision operative report states he ¿did well¿ during this period. Based upon the information available for review, no determination can be made regarding the cause of the clinical event requiring left total hip arthroplasty revision nine and three-quarters years post-implantation. The mismatched manufacturing source of the acetabular component may have increased the potential for stem impingement which might have contributed to the disassociation." Based on the catalog and lot code provided, the head is not subject to a recall. No further investigation is possible at this time. If further information becomes available, this investigation will be re-opened.

Manufacturer narrative:
Additional information: remedial action initiated; hcorrection/removal rpt number. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6)2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Revision hip done from head and stem broke. Update per medical review: "the head is in the acetabulum and the trunnion is disassociated from the head and dislocated from the head."